Event description:
Per letter: the pt experienced symptoms of pv leak and bacterial endocarditis and the valve was explanted. Pathological testing of the valve confirmed endocarditis. It was replaced with sjm 33mecs-602. Add'l info will be requested.